Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs determined a root cause traced to a dynamic reference base (drb) shift. During implant placement, a drb shift resulted in the reported navigational integrity issue. The case logs indicated that the system correctly detected and alerted the user of the potential drb shifts while navigating implants. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. If the anatomical landmark check is inaccurate, the user can re-register. This can be done in the software by selecting the "life-saver" icon in the upper right hand corner of the screen to extend the case. This will allow the user to "re-image patient", which will retain planned implants, invalidate prior fluoroscopy images and allow the user to capture new shots for a remerge. By using the "life-saver" icon, the user will not need to reverify instruments before proceeding with the new registration. Ultimately, instead of re-registering, the user in this case was not able to resolve this issue and aborted egps. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand.